Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 1) occurred during bolus delivery. The customer's blood glucose level ranged from 144-145 mg/dl. Customer changed the cartridge to resolve the issue.